Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the remote monitor was plugged in the patient saw a flash of electricity coming from the wall and it started smoking. A new monitor was ordered for the patient. No patient complications have been reported as a result of this event.